Event description:
It was reported that the micro oscillating saw continued running on its own during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the micro oscillating saw continued running on its own during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The engineering technician reported that the handpiece was not running without user activation or seizing, but confirmed evidence of non-stryker repair work affecting components including the mid-speed motor cartridge. The most likely cause for the reported failure is the non stryker-authorized repair.